Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device are all within specifications. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on the balloon occurred. The target lesion was located in a severely calcified unspecified vessel. A 28 x 3.50mm promus premier stent was selected; however the device was unable to cross the target lesion due to calcification. Upon removal, it was noted that the stent moved on the balloon. The device was retracted into the guide catheter and was successfully removed from the patient. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent moved on the balloon occurred. The target lesion was located in a severely calcified unspecified vessel. A 28 x 3.50mm promus premier¿ stent was selected; however the device was unable to cross the target lesion due to calcification. Upon removal, it was noted that the stent moved on the balloon. The device was retracted into the guide catheter and was successfully removed from the patient. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).